Event description:
It was reported that the home patient (hp) experienced peritonitis, manifested by abdominal pain. The patient was not hospitalized for this event. On an unreported date, the patient's white blood cell count was over 1000. The patient was treated with unspecified antibiotics, 5 sets for 5 days (administered through the catheter), for the peritonitis. At the time of this report, the patient was given unspecified oral antibiotics and the patient was recovering from peritonitis. No additional information is available. This report is 1 of 2 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers gd894410 and gd894885. No issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).